Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device reported hearing beeping tones. The patient was seen for a device interrogation where it was discovered the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. The patient's health care professional (hcp) indicated that the patient's ejection fraction had normalized since receiving the device. There was no intention to replace the device. The device was reprogrammed so that it would no longer beep. There were no adverse patient effects. The device remains in service.